Event description:
Pt has left common iliac stenosis. An 8mm x 38mm iliac wallstent was placed in the common iliac with normal vessel, approximately 7mm. Stenosis was pre-dilated with 6mm percutaneous transluminal angioplasty balloon. Stent was deployed and end length allegedly measures approximately 90mm. The stent crosses the internal iliac on left side. The right side had been crossed under previous procedure. There has been no claim of injury or complications to the pt.